Event description:
Customer reported a malfunction that occurred after changing the cartridge, indicated by malfunction code 24. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by providing a replacement pump and instructing the customer on necessary steps to store and return the faulty pump. They also guided the customer on programming settings and connecting the continuous glucose monitor to the replacement pump. The customer understood and acknowledged these instructions. Customer will use a backup pump.